Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a scheduled aortic valve replacement surgery for a patient diagnosed with aortic valve stenosis, the perfusion system using the fusion oxygenator was involved in a sudden increase in oxygenator inlet pressure exceeding 460mmhg and a pressure drop exceeding 300mmhg and arterial flow of 3.7lm/min in the oxygenator circuit during the systemic cooling phase at 4:57p.m. Aortic valve replacement surgery was performed by mini sternotomy. Circulation extra-corporelle (cec) circuit began at 4:55p.m. A high pressure excursion (hpe) was identified, and the surgeon was immediately notified. Compensatory maneuvers were initiated, including administration of 100ml human albumin (200g/l) and raising the temperature to address thermal shock. Monitoring of oxygenator inlet pressure and arterial flow was conducted during the procedure. Approximately 20 minutes after these interventions, a reduction in the oxygenator pressure drop was observed. The device was used to complete the procedure. There was no adverse patient effect associated with this event.